Event description:
Patient presented for pump disconnect. Upon inspection, pump was running, however, no drug (5fu) was infused. All clamps verified by writer to be open, no occlusions noted. Reservoir volume is at full.